Manufacturer narrative:
Date sent to the FDA: 12/10/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/3/2022 additional information: a1, a2, b7

Manufacturer narrative:
Appropriate term / code not available ((B)(4)) utilized to capture bulging to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2020. It was reported that the patient experienced severe pain, bulging, dense adhesions, inflammation, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in separate file. No additional information was provided.